Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported needle broke off in the patient. When did the incident occur? During use. Customer statement: an arterial needle was left in place for two days under normal conditions. It was then removed by a colleague under regular conditions. During removal, the colleague noticed that a piece of the needle was missing. However, she reacted immediately and was able to pull the loose end out of the artery. The artery was cannulated in the ward; unfortunately, the lot used is unknown. Ted that bd.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the sample. Analysis of the sample showed the catheter broken near the nose. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. The machine parts that contact the catheter tubing are the grippers. However, the machine grippers have round flat surfaces with no sharp edges that could cause the break in the catheter. There is an automated vision inspection machine that will auto reject any parts out of lie distance requirement. If the catheter tubing is broken, its lie distance would have failed and would automatically be rejected. A simulation was carried out by using scissors to cut a catheter. The part-off surface like the returned sample was then observed. Based on the simulation, the broken catheter could have been caused by a sharp object such as scissors. According to the instructions for use (IFU) for arterial cannula, scissors are not to be used at or near the insertion site. Therefore, the root cause of the broken catheter could not be established.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.